Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during their initial drain. During troubleshooting it was discovered that the patient had primed the lines and then initiated therapy before connecting themselves. The patient was advised to start therapy over using new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as therapy was initiated prior to the patient being connected to the patient line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.